Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event description updated. Received by manufacturer: date updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The cause for revision was 2 stage infection.

Manufacturer narrative:
Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, there was a conversion of previous hip surgery to left hip hemiarthroplasty. The reason for the conversion was still unknown. The procedure outcome and patient status were unknown. This complaint involves three (3) devices. This is 3 of 3 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history part number: 498.806s, ti trochanteric reattachment device w/cables/standard-sterile. Lot number: p252359 (sterile). Expiration date: 31-jul-2021. Lot quantity: (B)(4) total (three receipts of 12, 10 and 8) . Manufacturing location: supplier- rti surgical/inspected, packaged and released by: monument release to warehouse date: 05-jan-2017. Purchased finished goods travelers met all inspection acceptance criteria. Inspection sheets, incoming final inspection 498if806 rev f met all inspection acceptance criteria. Certificates of conformance received from rti surgical dated 27-dec-2016 were reviewed and determined to be conforming. Sterility parameters and results provided by rti were reviewed and determined to be conforming. Note: there was no sterility expiration date notated in the certificate of conformance or required by the inspection sheet. Expiration date was notated on the traveler. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.